Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter stated that a 13.2mm, vticmo13.2, -16.5/4.0/114 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. Lens rotation not associated to a low vault was observed. Lens remains implanted. It was reported that medical or surgical intervention was not necessary. " vault is 2+ icl thickness. Va has improved enough ti warrant no further tx at this time." Cause of event was unknown.